Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 8 of 10 was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The caregiver stated a supply bag fell and disconnected. The batch review was not performed because the lot number is unknown. Label review was not performed no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Event description:
A caregiver (cg) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 8 of 10. The cg stated a supply bag fell and disconnected. The technical service representative (tsr) advised the cg to cycle power to clear alarm. The cg stated he was ending the therapy. The tsr advised the cg to disconnect the home patient (hp) using aseptic technique. The cg confirmed to contact the peritoneal dialysis nurse to advise of missed therapy. The tsr reviewed proper procedures per the user manual with the cg. There was no patient injury or medical intervention reported. No further information is available at this time.